Manufacturer narrative:
(B)(4). Concomitant products: balloon dilatation catheters: armada 35 (5.0x20mm, 4.0x200mm, 5.0x250mm, 5.0x100mm) stent: absolute pro vascular. There was no reported device malfunction, and the product was not returned. The reported patient effect of perforation is a known observed and potential patient effect as listed in the armada 35 instruction for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The graftmaster referenced is being filed under a separate medwatch report.

Event description:
It was reported that the patient underwent a emergent/salvage procedure to treat an acute occlusion of the right superficial femoral artery, with thrombus in the ostial profunda femoris artery. The vessel was wired and aspiration thrombectomy was performed; however, flow was not restored. Balloon angioplasty was performed and an absolute pro stent was implanted. After the thrombus was cleared, perforations were noted in two small arteries. It was not known which device caused the perforations; however, it was suspected to be caused by one of the armada dilatation catheters. A 4.5 x 19 mm graftmaster stent was implanted over the larger of the two perforations. The perforation was noted to be smaller, but was still present. No additional intervention was performed. The physician allowed time for the heparin to wear off and the bleeding stopped without further complication. The perforation resolved. Rather than the planned above the knee amputation, the patient underwent a below the knee amputation. No additional information was provided.